Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call buttons malfunctioned six months prior to call. Customer reported that the esc buttons was not responding. Customer began to use flex pen and no longer wanted to use insulin pump and inquired what to do with insulin pump. Customer was advised that insulin pump was his property. Customer was transferred.